Event description:
It was reported that the pump exhibited a motor rate error. No patient injury was reported.

Manufacturer narrative:
Additional information was received indicating there was no patient involvement; issue was found during testing.

Manufacturer narrative:
Device evaluation: one device was returned for analysis in used condition. Visual inspection showed the tamper seals were missing on the bottom case and plunger assembly, the bottom case and right plunger case were cracked and a non-original equipment manufacturer battery was found in the device. Review of the event history log showed an occurrence of a "check clutch plunger lever" error message. Functional testing included occlusion testing and it was found that both clutches were slipping and the device displayed "check clutch plunger lever." The investigation determined that a combination of the lead screw and both clutch halves being old, slipping, dirty and worn due to normal wear caused of the reported issue. It was noted that the device was over eleven (11) years old. Worn parts were replaced. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair record.